Manufacturer narrative:
(B)(4). The analysis results confirmed that the instrument was received in good visual condition; the instrument was tested for functionality and it fired the remaining 33 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The lot was not provided therefore the manufacturing records were not reviewed.

Event description:
It was reported that during a craniotomy procedure the staple was malformed. There was a note on the package left in materials and no other contacts. They used another device to complete the procedure. No other information is available. There was no patient consequence reported.